Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5105818). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged that the chronic sinus infections and post nasal drip has worsened after using the device. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust like contamination was observed on the blower and blower box, blower outlet seal, inlet of the blower housing, keratin-like contamination was present on the blower box outlet and air inlet. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence of multiple contamination and keratin-like contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.